Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that a new recharger arrived, and the battery pack was replaced; however, the charge level of the ins was about 70% in the morning yet by night it was found to be approximately 0% or 20%. Previously the device could be used for about a week. It was unknown if there were any environment, external, and patient factors that may have caused the event. The area representative would reach out again to discuss. There was no health damage, so no treatment was performed. The issue was not resolved. Additional information was received from the rep. It was reported that there was a possibility that the controller had not been accurately reading the remaining battery level of the ins. Additional information was received from a rep. It was reported that it was asked but unknown if the controller was accurately reading the ins battery level, or if the patient was still experiencing the battery level decreasing about 50% in less than one day. No further actions or interventions were taken to resolve the issue.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.